Event description:
It was reported the patient did not feel stimulation. The implant worked for about two or three hours and then stopped. The patient could not communicate with their programmer. The programmer was able to turn on and off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p1h6, implanted: (B)(6) 2014, product type: lead. (B)(4).